Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information via a call from the physician's office that three years post implant of this aortic bioprosthetic valve, this valve was explanted and replaced with another medtronic tissue valve. The reason for the explant was not given. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Multiple attempts have been made for additional information regarding this explant, but has thus far been unsuccessful. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.